Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Testing of the device found it to be within specification and the customer reported issue could not be reproduced during service. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received, and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had shut off without any alarms simultaneously when they were unplugged. Upon initial investigation of the attached pump logs, there were no indications of improper shutdown, or battery-related errors. The last sequence of user action showed a user-initiated shutdown of pumps. Last operation showed user initiated infusion stop. There was no known patient injury, or medical intervention associated with this event. No additional information is available.